Event description:
Approx. Eight and a half mos. Post index procedure, the pt experienced 75% restenosis of the target lesion. A 3.5x28mm taxus stent was implanted at 18atm to treat the lesion. In 2005, the pt was admitted into the hosp and had a stent implanted. The tapered proximal right coronary artery was pre-dilated with a 2.5x20mm balloon at 10 atm and a 3.5x23mm bx sonic was implanted at 16 atm. Pre-procedure medications included aspirin, clopidogrel, ace inhibitors and beta-blockers. Intra procedure medications included heparin.

Manufacturer narrative:
Please note: this device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. Add'l info will be submitted upon 30 days of receipt.